Event description:
Philips received a complaint by the customer on the v60 indicating that there was an alarm for low leak co2 rebreathing risk. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was an alarm for low leak co2 rebreathing risk. The alarm was discovered during a troubleshoot performed by the customer and remote service engineer (rse). The customer had an exhalation port on the patient circuit and confirmed that the test lung was operating as expected. The rse advised the customer to place the unit into standby mode and the customer was able to do so. The air flow reading was 2.2 standard liters per minute (slpm) on the pneumatics screen. The rse then advised the customer to replace the flow sensor assembly and provided the customer with the part number. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.